Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by vomiting, abdominal pain, and pd effluent was yellow in color. One day after onset, the patient went to the emergency room. The patient was diagnosed with peritonitis and admitted to the hospital on the same day. On the same day, the patient was treated for the peritonitis with unknown antibiotics in the extraneal bag. On an unreported date, the patient experienced so much abdominal pain that she could not lay down, sit, or stand. The patient missed a pd cycle the night prior and tried to perform a cycle in the hospital. Four days after being admitted to the hospital, the patient was discharged. At the time of this report, antibiotic treatment was ongoing, the peritonitis was resolving, the patient was recovering from the peritonitis event and pd therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.